Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. Subject device has been received and is currently in the evaluation process.

Manufacturer narrative:
Device used for treatment and not diagnosis. The clamping mechanism on the telescoping side is completely disassembled. On the fixed side only the lower bracket is disassembled. Both clamping screws were opened beyond the mechanical stop of the caulked screw thread. On both screw threads a burr was formed. The deformation of the thread of the clamping screw shows that both screws are being caulked during production to minimize the risk of unintended dismantling of the transverse connector by the user. No product related fault was found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the crosslink was completely disassembled when the surgeon tried to tighten the setting screws. When he untightened the setting screws, the threads stripped and the assembly fell apart. He unsuccessfully tried to reassemble the construct on a working station. The surgeon used another device to complete the surgery. No patient involvement.